Manufacturer narrative:
Investigation - evaluation. A review of the instructions for use (IFU) and the specifications of the suspected device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted.

Event description:
Customer contacted an internal customer associate and stated she is having an unspecified reaction. Details of the reaction were not provided. The customer requested information relating to the potential allergenicity of the device. No information relating to device implant or indication for clinical use was provided by the customer. Customer contact details were not provided for follow-up. No further event, treatment or device related information was provided.

Manufacturer narrative:
A nester embolization coil has been selected to represent the device associated with this case. The actual device involved with this case has not been confirmed at this time. The event is currently under investigation and a follow-up report will be generated upon the completion of the investigation.

Event description:
Customer contacted an internal customer associate and stated she is having an unspecified reaction. Details of the reaction were not provided. The customer requested information relating to the potential allergenicity of the device. No information relating to device implant or indication for clinical use was provided by the customer. Customer contact details were not provided for follow-up. No further event, treatment or device related information was provided. Additional information: customer reported a pre-existing condition of pelvic congestion syndrome. Patient underwent an embolization procedure in (B)(6) 2015. Patient reports having pain and ¿brain-fog-nausea." The time of initial onset and duration of the symptoms was not provided. No information relating to current treatment of the reported symptoms was provided.

Manufacturer narrative:
A nester embolization coil has been selected to represent the device associated with this case. The actual device involved with this case has not been confirmed at this time. The event is currently under investigation and a follow-up report will be generated upon the completion of the investigation.

Event description:
Customer contacted an internal customer associate and stated she is having an unspecified reaction. Details of the reaction were not provided. The customer requested information relating to the potential allergenicity of the device. No information relating to device implant or indication for clinical use was provided by the customer. Customer contact details were not provided for follow-up. No further event, treatment or device related information was provided. Additional information: customer reported a pre-existing condition of pelvic congestion syndrome. Patient underwent an embolization procedure in (B)(6) 2015. Patient reports having pain and ¿brain-fog-nausea." The time of initial onset and duration of the symptoms was not provided. No information relating to current treatment of the reported symptoms was provided.